Event description:
On (B)(6) 2012, the patient contacted animas, alleging that all of the keypad buttons had become unresponsive after exposure to water and the patient was unable to advance passed the verification screen. The reporter indicated evidence of moisture under the display screen and a hole in the audio bolus button. The patient reportedly wore the pump in a pocket. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.